Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice machine during use, during initial drain. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2011 in regards to the system error 2240 alarm and she said she thought it was a problem with the extension set because the night before she was fine when not using the extension set. She said maybe it was possible the line was not primed all the way and there may have been air in there, but she was not sure. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A companion sample evaluation was conducted and no issues were found related to the reported condition during the evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.